Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the surgeon was stapling the mesh with a ems instrument. He fired a staple and it did not release. He tried to fire again and the instrument jammed. Another instrument was used to complete the case. There was no consequence to the pt.